Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (check therapy electrode messages, adjust belt or check belt messages) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to a broken pulse wire in the cable connecting the distribution node (dn) and rear therapy electrode. The root cause for the broken wire cannot be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing check therapy electrode and adjust belt messages.